Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since the review of records does not provide evidence to support a defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on the thermacare products are used to address these risks and relay the appropriate instructions for use to customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn, and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction

Event description:
On 16-apr-2026, this spontaneous report from the us was received regarding a female consumer (age not provided) in association with a thermacare neck/shoulder/wrist 8hr heat wrap. On an unspecified date the consumer applied a thermacare neck/shoulder/wrist 8hr heat wrap to the back of the neck for an unspecified indication. On an unspecified date after 6 to 7 hours of product application, she had irritation. She experienced burns on the back of her neck and had skin damage. No additional information was provided.